Event description:
It was reported that a pt experienced difficulties during attempts to suction the fenestrated inner cannula of a size 4cfn, cuffless fenestrated tracheostomy tube. The fenestrated inner cannula was removed and discarded. Add'l problems were then encountered when the nurse attempted to attach a snap-lock disposable inner cannula into the twist-lock 4cfn outer cannula. The 4cfn outer cannula was removed and pt was then reintubated with a size 6 cfn device. Suctioning with the fenestrated inner cannula is contraindicated on the device labeled instructions for use. In addition to the color-coded fenestrated inner cannula, a packaged cfn device contains an outer cannula with two non-fenestrated inner cannulae that can be used to facilitate suctioning. There was one pt involved with no reported pt injury. The 4 cfn device and the "dic" accessory component were discarded and as such are not available to be returned to the MFR for identification, analysis and investigation.